Event description:
It was reported that the posterior capsule ruptured during implantation of the intraocular lens (iol). The eye had been rotated downward for a 2.2mm sized incision. The iol was removed from the eye and a non-johnson and johnson iol was implanted. No additional information was provided.

Manufacturer narrative:
Implant date: if implanted, give date: not applicable, as lens was removed/replaced during the same procedure. Explant date: if explanted, give date: not applicable, as lens was removed/replaced during the same procedure. Initial reporter name and address: telephone number: (B)(6). This report is being filed on an international device; tecnis optiblue simplicity preloaded 1-piece iol, model dib00v that has a similar device, tecnis simplicity preloaded 1-piece iol model dib00 which is distributed in the unites states under PMA p980040. The device was not returned for evaluation; therefore, a failure analysis of the complaint device cannot be completed. A review of the device history record, complaint trending, and risk documentation for this device will be performed. Upon completion of the review, if there is any further relevant information a supplemental medwatch will be filed. Attempts were made to obtain the missing information; however, no response has been received. All pertinent information available to johnson and johnson surgical vision, inc. Has been submitted.

Manufacturer narrative:
Additional information: section d9: device available for evaluation? Yes , section d9: returned to manufacturer on: mar 14, 2023, section h3: device evaluated by manufacturer¿ yes. Device evaluation: the complaint lens was received stuck to a piece of gauze. Visual inspection under magnification revealed that the lens was returned cut (but not separated) and no additional defects were observed after cleaning the lens. Plunger rod damage (bent plunger rod) was observed consistent with excessive force used during advancement of the lens. Viscoelastic residue was observed in the lens module area which suggests that excess ophthalmic viscoelastic device (ovd) was used during loading and insertion which may result in the displacement of the lens in the staging area which may result in the plunger rod and lens engaging incorrectly during advancement. No additional defects or assembly issues were observed before and after disassembling the handpiece for inspection. As a result of the investigation there is no indication of a product deficiency or product malfunction. All pertinent information available to johnson and johnson surgical vision, inc. Has been submitted.